Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 400 mg/dl using her contour meter. Her glucose was retested using a different meter and the reading was 100 mg/dl. The difference between the readings falls into the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests, while troubleshooting and the results were within the normal control range. The customer insisted the meter be replaced. Her meter will be returned for evaluation. A replacement meter was sent to the customer.